Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Ai translation: edge of the lid of the gel port alexis has been torn off and entered the patient. Intervention: n/I. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, with a plastic fragment. Visual inspection confirmed the complainant¿s experience of a damaged laparoscopic cap as the septum was torn and fragmented. The returned fragment matched the missing portion of the septum. Based on the condition of the returned unit, the septum on the laparoscopic cap likely tore due to the non-axial insertion of the trocar. Additional stress exerted on the laparoscopic cap likely led to the tear propagating, resulting in a torn septum.

Event description:
Procedure performed: unknown. Ai translation: edge of the lid of the gel port alexis has been torn off and entered the patient. Intervention: n/I . Patient status: no patient injury has been reported.